Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient woke up to a pressure leak alarm and found that the cassette door of the cycler had popped open and the cassette came out. The alarm was during fill 2 of 4.fluid was found on the external of the cassette. There was no fluid in the cycler pump module. Fluid leaked from a hole in the film on the ack of the cassette. A new cycler was issued to the patient. In a follow up, a pd nurse called back with data regarding patient. The nurse said there was no harm, intervention or adverse event for the patient in regard to recent fluid leak. The nurse does not think the cycler set is available to return for investigation. No further details were provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient woke up to a pressure leak alarm and found that the cassette door of the cycler had popped open and the cassette came out. The alarm was during fill 2 of 4.fluid was found on the external of the cassette. There was no fluid in the cycler pump module. Fluid leaked from a hole in the film on the ack of the cassette. A new cycler was issued to the patient. In a follow up, a pd nurse called back with data regarding patient. The nurse said there was no harm, intervention or adverse event for the patient in regard to recent fluid leak. The nurse does not think the cycler set is available to return for investigation. No further details were provided.